Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using the maxcore device. During the procedure, the device was unable to obtain sample. It was further reported that the firing button was stuck but still could be pressed. No coaxial needle was used, and the procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Four electronic photos were provided and reviewed. First and fourth photos are from different lot and uploaded incorrectly. Second photo shows three maxcore devices in their initial state. Third photo shows these packaging and the labeling details on the package are matching and verified with tw. No other visual anomalies are observed. Based on the photo review the reported failure to obtain sample and failure to fire cannot be confirmed. Therefore, the investigation is inconclusive for the reported failures as no objective evidence was provided for review. A definitive root cause for the alleged failure to obtain sample and failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using the maxcore device. During the procedure, the device was unable to obtain sample. It was further reported that the firing button was stuck but still could be pressed. No coaxial needle was used, and the procedure was completed by another device. There was no patient reported injury.